Event description:
It was reported that the tip of the micropituitary was broken at the shaft. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B)(4). The micropituitary is broken at the pivot point between the top arm and the jaw. The pin and some material from the right side of the arm are missing. Optical examination reveals a fairly brittle fracture surface. The location, direction, and amount force required in order to induce this sort of fracture is consistent with application of excessive force, resulting in the foregoing event. Also the upward bent the top arm is consistent with the application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.